Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by nausea, vomiting, and loss of appetite. The cause of the peritonitis was not reported. It is unknown if the patient was hospitalized. The patient was treated with vancomycin "for about two weeks" (dose, route and frequency not reported) and tazicef "for about two weeks" (dose, route and frequency not reported) for peritonitis. Continuous ambulatory peritoneal dialysis therapy remained ongoing. At the time of this report, the patient had recovered and the antibiotics were discontinued upon patient recovery. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.